Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was interrogated and found it displayed fault code 1005. The patient was admitted to the hospital for their worsening ventricular tachycardia (vt) condition, and while therapy was delivered it could only slow the patient rhythm temporarily. Technical services (ts) reviewed and recommended programming changes for the device. Ts also recommended reviewing the right ventricular (rv) lead and a potential revision due to the fault code and high shock impedances. This ICD and rv lead remain in service. No adverse patient effects were reported.